Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that purulent drainage was observed the month following cardiac resynchronization therapy defibrillator (crt-d) system implant. The system was removed due to device site infection. The patient was treated with antibiotics and was to receive a new system in the coming weeks. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.